Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant attempt, there were sensing issues with the lead. The physician stated initially they had good r-waves which dropped after a while. The lead was repositioned several times without good sensing values. The physician decided to implant a new lead. No patient complications have been reported as a result of this event.